Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. The reporter stated that the pump was repeatedly emitting occlusion alarms. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: the last basal delivery was on (B)(6) 2014 with no activity outside of normal use observed. There were multiple call service (cs 145) alarms observed in the alarm history on (B)(6) 2014. There were no occlusions, errors, alarms, or warnings during the investigation. The original complaint could not be duplicated and the product performed within specification. The force sensor calibration reading was out of specification. The force sensor resistance was within specification. The force sensor was disassembled with no contamination or damage found. The returned battery and cartridge caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.